Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer reloaded the cartridge into a different pump and resume insulin therapy.